Event description:
Information was received from the health care provider (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins stops working after a few hours of use and is sometimes difficult to restart. The last time it had happened, the stimulation stopped completely and his pain had increased a lot. There was a loss of therapy. There were no contributing factors. When questioning the ins, there was no abnormality and the paresthesia covered the painful territory well. The battery has a residual voltage of 3.03v. Issue was not resolved. Waiting for technical service feedback. No surgical intervention occurred, nor was planned. There was no injury. The patient has been receiving spinal cord stimulation for 20 years for neuropathic pain in his right lower limb. Additional information received reported that the hcp gets the impression that the patient knows how to switch the ins on and off. The remote control was not displaying any error messages. Electrode 3 has impedances >10,000 ohms. The rep heard back from technical service. The cause was not discovered yet. It was suggested to the hcp to see the patient again to retrieve the medtronic data report in order to further investigate the issue. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.